Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint of the irc5p being the source of the reported fire could not be confirmed. A majority of the concentrator's internal components were found to be intact. Specifically, none of the inspected electrical components showed any indicators of electrical failure the could have caused a fire. Further, no internal sections of the device near or attached to electrical components showed indications that they were or could have been an ignition source. Additionally, internal structural parts (e.g. Internal plastic and foam) did not show deformation damage similar to that observed on the concentrator shroud and cannula tubing. There was also no obvious internal bridge between the two damaged sides of the concentrator. Thus, all evidence suggested that the heat/fir source which caused the damage to the concentrator was most likely external to the concentrator. No evidence was found to indicate that the concentrator was turned off. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint of the irc5p being the source of the reported fire could not be confirmed. A majority of the concentrator's internal components were found to be intact. Specifically, none of the inspected electrical components showed any indicators of electrical failure the could have caused a fire. Further, no internal sections of the device near or attached to electrical components showed indications that they were or could have been an ignition source. Additionally, internal structural parts (e.g. Internal plastic and foam) did not show deformation damage similar to that observed on the concentrator shroud and cannula tubing. There was also no obvious internal bridge between the two damaged sides of the concentrator. Thus, all evidence suggested that the heat/fir source which caused the damage to the concentrator was most likely external to the concentrator. No evidence was found to indicate that the concentrator was turned off. Update from 03/28/2016 added by consumer affairs: dealer stated the end user was having some renovation/remodeling done on the bedroom and closet and the unit had been moved out for them to look at. When they didn't make it out, he wheeled it back into the closet and plugged it in but did not turn it on and left it. Then he heard crackling from the other room later that day and the closet and bedroom was in flames. A new outlet was put in the closet that day so comments were made that it was possibly an electric/outlet issue. The end user told the dealer he just wanted a new concentrator so they picked up the burnt unit and replaced it. No further information reported. Update from 03/28/2016 added by consumer affairs: fire report received. Per (B)(6): end user stated he had a o2 purifier in closet that was plugged into a outlet in the closet, no other electrical in closet other than light in ceiling. The exact cause was not determined by (B)(6) / the fire did start in the area of the o2 purifier because of the heavy damage in that area. The fire was contained to the closet and bedroom area with heavy smoke damage to bedroom. The rest of the structure had smoke damage also. Dealer states their patient had a fire in their home and the patient told the dealer that the fire department told him "it started with the concentrator". Dealer states the concentrator was plugged in but it was not running at the time of the incident. Dealer states the fire person told the end user that the concentrator must have shorted and started the fire. Dealer states the customer only uses the concentrator as a bleed-in for a bipap when he is sleeping, and does not use the unit otherwise. Dealer states the whole bedroom was gutted due to the fire. Dealer states no one was hurt, and they have no indication that a person smoking could have been part of the issue. No further information was provided.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states their patient had a fire in their home and the patient told the dealer that the fire department told him "it started with the concentrator". Dealer states the concentrator was plugged in but it was not running at the time of the incident. Dealer states the fire person told the end user that the concentrator must have shorted and started the fire. Dealer states the customer only uses the concentrator as a bleed-in for a bipap when he is sleeping, and does not use the unit otherwise. Dealer states the whole bedroom was gutted due to the fire. Dealer states no one was hurt, and they have no indication that a person smoking could have been part of the issue. No further information was provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review 1143482 rev. F (page 14) warning - never block the air openings of the product or place it on a soft surface, such as a bed or couch, where the air opening may be blocked. Keep the openings free from lint, hair and the like. Move oxygen concentrator at least 12 inches away from walls, draperies or furniture. Your oxygen concentrator will perform best when operated under the following conditions. Usage in environments other than those described may result in the need for increased equipment maintenance. The air intake of the unit should be located in a well ventilated area to avoid smoke, airborne pollutants and/or fumes. Do not place in a closet.

Event description:
Update from 03/28/2016 added by consumer affairs: fire report received. Per (B)(6). Fire department: end user stated he had a o2 purifier in closet that was plugged into a outlet in the closet, no other electrical in closet other than light in ceiling. The exact cause was not determined by the (B)(6). Fire department/ the fire did start in the area of the o2 purifier because of the heavy damage in that area. The fire was contained to the closet and bedroom area with heavy smoke damage to bedroom. The rest of the structure had smoke damage also. Dealer states their patient had a fire in their home and the patient told the dealer that the fire department told him "it started with the concentrator". Dealer states the concentrator was plugged in but it was not running at the time of the incident. Dealer states the fire person told the end user that the concentrator must have shorted and started the fire. Dealer states the customer only uses the concentrator as a bleed-in for a bipap when he is sleeping, and does not use the unit otherwise. Dealer states the whole bedroom was gutted due to the fire. Dealer states no one was hurt, and they have no indication that a person smoking could have been part of the issue. No further information was provided.